Manufacturer narrative:
(B)(4). Eval, results/conclusion: (pt lesion morphology, lesion severely calcified, exhibited 80% stenosis and vessel severely tortuous), (stent deformation and failure to deliver device). Evaluation summary: the seventh, eighth, ninth, tenth, eleventh, twelfth, thirteenth, twenty first and twenty sixth proximal stent segments were slightly raised and overlapping. Stent was positioned on the balloon between marker bands as per specifications. Proximal pillow was slightly disturbed. Inflation lumen was kinked proximal to the balloon bond. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 3.0 mm diameter x 38 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a pt that exhibited severe calcification, 80% stenosis and was located in a vessel with severe tortuosity. It was reported that the physician was unable to cross the lesion. During the device evaluation, it was noted that the stent was damaged. No pt injury occurred and no clinical sequelae were reported.